Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device expulsion ('migration of essure device location of device: fundus of the uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed to occlude right fallopian tube, he told me to wait another 3 months and do the hsg test once more/ failure to occlude fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's medical history included multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6)2000,(B)(6) 2012.), uterine bleeding and contraception. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index increased. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, escitalopram oxalate from (B)(6) 2017 to (B)(6) 2018, montelukast sodium from (B)(6) 2017 to (B)(6) 2018 and naproxen from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding , abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced migraine ("migraines, headaches") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infections/ uti"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significnt and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), pain in extremity ("legs pain") and arthralgia ("joint area"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, ectopic pregnancy with contraceptive device, urinary tract infection, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, dysmenorrhoea, weight increased, back pain, pain in extremity, dyspareunia, headache, arthralgia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. The left essure coil insert position was assessed and 6 trailing coil were visible and the right essure coil insert position was assessed and 5 trailing coils were noted. Termination high risk for all live births diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded)/coils in place but not occluded on right.. Pregnancy test - on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, pelvic pain, anxiety, abdominal pain." Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- migration of essure device location of device: fundus of the uterus. Onset date of event abdominal pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('severe pelvic pain') and device expulsion ('migration of essure device location of device: fundus of the uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed to occlude right fallopian tube, he told me to wait another 3 months and do the hsg test once more/ failure to occlude fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's medical history included multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2000,(B)(6) 2012.), uterine bleeding and contraception. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index increased. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, escitalopram oxalate from (B)(6) 2017 to (B)(6) 2018, montelukast sodium from (B)(6) 2017 to (B)(6) 2018 and naproxen from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding , abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced migraine ("migraines, headaches") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infections/ uti"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), pain in extremity ("legs pain") and arthralgia ("joint area"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device expulsion, menstrual disorder, migraine, depression, anxiety, dysmenorrhoea, weight increased, back pain, pain in extremity, dyspareunia, headache, arthralgia and abdominal pain outcome was unknown and the pelvic pain, urinary tract infection, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. The left essure coil insert position was assessed and 6 trailing coil were visible and the right essure coil insert position was assessed and 5 trailing coils were noted. Termination high risk for all live births patient received treatment for pain, bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded)/coils in place but not occluded on right.. Pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('severe pelvic pain') and device expulsion ('migration of essure device location of device: fundus of the uterus') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failed to occlude right fallopian tube, he told me to wait another 3 months and do the hsg test once more/ failure to occlude fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's medical history included multigravida, parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2000, (B)(6) 2012.), uterine bleeding and contraception. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index increased. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2017, escitalopram oxalate from (B)(6) 2017 to (B)(6) 2018, montelukast sodium from (B)(6) 2017 to (B)(6) 2018 and naproxen from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding , abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced migraine ("migraines, headaches") and headache ("headaches"). In october 2013, the patient experienced urinary tract infection ("infections/ uti"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), pain in extremity ("legs pain") and arthralgia ("joint area"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device expulsion, menstrual disorder, migraine, depression, anxiety, dysmenorrhoea, weight increased, back pain, pain in extremity, dyspareunia, headache, arthralgia and abdominal pain outcome was unknown and the pelvic pain, urinary tract infection, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. The left essure coil insert position was assessed and 6 trailing coil were visible and the right essure coil insert position was assessed and 5 trailing coils were noted. Termination high risk for all live births patient received treatment for pain, bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded)/coils in place but not occluded on right.. Pregnancy test - on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, pelvic pain, anxiety, abdominal pain." Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event device breakage added. Event outcome of vaginal hemorrhage, pelvic pain, menorrhagia was updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed to occlude right fallopian tube, he told me to wait another 3 months and do the hsg test once more/failure to occlude fallopian tube" on (B)(6) 2013 and device monitoring procedure not performed "she didn't undergo essure confirmation test." The patient's past medical history included multigravida and parity 4 ((B)(6) 1991, (B)(6) 1994, (B)(6) 2000, (B)(6) 2012). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index increased. Concomitant products included bupropion (wellbutrin) since (B)(6) 2017, escitalopram oxalate from (B)(6) 2017 to (B)(6) 2018, montelukast sodium from (B)(6) 2017 to (B)(6) 2018 and naproxen from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 13 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain") and dysmenorrhoea ("dysmenorrhea(cramping)"). On 1(B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding , abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding menorrhagia"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced migraine ("migraines, headaches") and headache ("headaches"). In (B)(6) 2013, the patient experienced urinary tract infection ("infections/ uti"). On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), pain in extremity ("legs pain"), arthralgia ("joint area") and abdominal pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, urinary tract infection, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, dysmenorrhoea, weight increased, back pain, pain in extremity, dyspareunia, headache, arthralgia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. The left essure coil insert position was assessed and 6 trailing coil were visible and the right essure coil insert position was assessed and 5 trailing coils were noted. Termination high risk for all live births. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded). (B)(6) 2013 hysterosalpingogram. Pregnancy test negative. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Most recent follow-up information incorporated above includes: on 7-nov-2018: pfs received: events abdominal pain, joint pain, headaches, dyspareunia (painful sexual intercourse) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.